Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown guide/sleeve/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022 , the patient underwent an unknown surgery with the tna for the diaphyseal fracture of the tibia. Incision and reaming were proceeded as per procedures, and the surgeon decided to perform 1.5 mm over-reaming. 11 mm nail was inserted. The guide rod was inserted into the medullary cavity of the distal fragment, and the reamer was inserted into the medullary cavity without any problem. However, during nail insertion, the nail interfered with the cortical bone where the nail crossed fracture line into the distal fragment. It made insertion difficult. The nail and guide rod were removed and reinserted several times for over-reaming and blocker pin insertion at the surgeon¿s discretion. After two removals, it was found that the peek inlay in the nail¿s distal screw hole had shifted proximally, and the screw hole was no longer visible. Therefore, the surgeon decided to insert a 10 mm nail instead of the 11 mm nail. Although the operative time was significantly longer than scheduled due to reduction, prolongation of operative time due to this event was less than 10 minutes. According to the surgeon, during implant removal, the tip of the guide rod interfered with the peek inlay, causing the inlay to be unfixed and dislocated due to the force applied to the inlay. No further information is available. This report is for an unk - guide/sleeve/aiming. This is report 2 of 2 for (B)(4).